Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted to the cardiology intensive care unit (ICU) via the emergency department on (B)(6) 2026, with a history of syncope of unknown cause, coronary artery disease, and post-pci status. Upon admission, relevant cardiac parameters were immediately monitored, and antiemetic and gastric protective therapy was initiated. Following standard operating procedures, the nurse prepared the necessary supplies, selected a vein, disinfected the site, and successfully inserted the needle. After removing the steel guidewire according to standard protocol, blood was observed seeping from the connection between the indwelling catheter and the clear t-connector. The patient became agitated. And reported worsening dizziness and nausea. Vital signs were monitored, the situation was reported to the physician, and the patient was reassured and given consent to leave the catheter in place. Another vein was immediately selected for catheter replacement, and subsequent examinations and medication administration were completed. Approximately 10 minutes after medication administration, the patient¿s emotional state stabilized, and they reported that the dizziness and nausea had subsided.